Event description:
Helium outflow / fill port on a maquet intra aortic balloon pump device wsa found to be occluded by a dead end male/female luer lock plug and as a result, the iab would not inflate after being deployed. This plug easily fits into the outflow port. It was not detected until after the balloon was discontinued from the pt and disconnected from the pump itself. It was very difficult to see the plug and it fit snugly onto the end ports as if it belonged there. Note - the pt expired before her death was not caused by this event. When a decision was made to insert an iabp, CPR was already in progress and the pt had been without vital signs for several minutes.